Manufacturer narrative:
Subsequent to the submission of initial medwatch MFR report #9615050-2012-00959 it was noted the manufacturer report # for (B)(4) was inadvertently selected instead of the intended (B)(4) manufacturer#.

Event description:
General report received of an unspecified number of undocumented incidents of leaks of chemotherapeutic agents. It was reported that unspecified omni-flow primary tubing sets were being used to deliver unspecified medications via omni-flow pumps. At unspecified times, the male adapter of the secondary tubing sets were connected to unspecified female adapters on the cassette of the primary tubing sets for deliveries of unspecified concentrations of paclitaxel. The customer contact reported that 10 minutes after the secondary deliveries were started, male adapter of the secondary tubing sets disconnected from the primary tubing sets. Unspecified volumes of the chemotherapeutic agents leaked. The solutions that leaked were cleaned up according to the user facility's protocol. The secondary tubing sets were replaced and therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel upon FDA request, this report is being submitted to report the correct MFR number.

Event description:
General report received of an unspecified number of undocumented incidents of leaks of chemotherapeutic agents. It was reported that unspecified omni-flow primary tubing sets were being used to deliver unspecified medications via omni-flow pumps. At unspecified times, the male adapter of the secondary tubing sets were connected to unspecified female adapters on the cassette of the primary tubing sets for deliveries of unspecified concentrations of paclitaxel. The customer contact reported that 10 minutes after the secondary deliveries were started, male adapter of the secondary tubing sets disconnected from the primary tubing sets. Unspecified volumes of the chemotherapeutic agents leaked. The solutions that leaked were cleaned up according to the user facility's protocol. The secondary tubing sets were replaced and therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Though requested, no additional information was provided.